Event description:
It was reported that during a surgical procedure, the surgeon used an expired bur. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The bur reported involved in this event was not returned for evaluation. It was reported in this case that the surgeon acknowledged use of an expired bur and wanted to enquire into the risk associated with using an expired product. There is no reported malfunction of a stryker product evident in this case. Photo evidence of the bur product label was provided where it was observed that the bur was expired. Stryker instruments applies a three (03) year expiry date on product catalog number 8450-107-525 2.5mm prcsn mtch hd, 13cm and is provided as a sterile product. The expiration date is indicated on the product label and is expressed as a four-digit year followed by a two-digit month and a two-digit day. Preceding this expiration date information is a partially filled hourglass symbol identifier symbolizing use-by date, which is a harmonized symbol per the relevant labeling standard. The associated expanded content label #0036-894-000 rev.a contains this symbol definition. While the expiration period for catalog number 8450-107-525 2.5mm prcsn mtch hd, 13cm is labeled for a three (03) year expiration the product packaging sterile barrier integrity has been tested for five (05) years. Stryker are not medical professionals and cannot make decisions concerning the health and welfare of patients where an expired product may have been used during a surgical procedure. The treating physician is the only individual that can make decisions for his/her patient. Product beyond its expiry date must not be used as its safety and effectiveness cannot be predicted.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the surgeon used an expired bur. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.